Event description:
In office infusion center, primaxin 500 mg in 0.9% sodium chloride 100 ml homepump eclipse elastomeric pump did not complete infusion in 30 minutes as expected. Does was halfway infused after minutes. Another homepump was attached and dose was halfway infused after approximately 5 hours. Pt was admitted to hospital for treatment. Primaxin 500 mg (lot 2186220, exp 05/2017) in 0.9% sodium chloride 100 ml homepump eclipse elastomeric device (lot 0202193499) did not complete in 30 minutes as expected and was halfway infused after 90 minutes. Another elastomeric dose was started at 12 noon. Dose halfway infused by 5 pm.